Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 350mg/dl. Troubleshooting was performed, and the drive support cap was loose. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose drive support disk. Motor passed motor test. Unable to perform occlusion, prime, excessive no delivery test due to motor error alarm anomaly. The insulin pump received with scratched lcd window, cracked reservoir tube lip and missing end cap sticker.